Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a confirmed motor stall in the attention dialogue box. The patient experienced a return of spasticity and a fever. The patient was admitted to the emergency room. The patient was going to be transported to another hospital for pump replacement. The pump was replaced. The pump contained compounded baclofen; the concentration was 4000, the dose was thought to be about 500. The day after replacement, the patient was reported to be "doing fine - alert, pain free, resting".